Manufacturer narrative:
An abbott field service engineer (fse) at the customer site inspected the aps tube storage module and found that a capacitor had blown. The fse was able to confirm that the smoke originated from a blown capacitor located within the refrigerator unit of the module. The capacitor was replaced to resolve the issue. Subsequent instrument operations were acceptable. There were no returns made available from the customer site. The accelerator automated processing systems operations manual provides the operator with information to address the current issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Based on the available information from the customer site and from the results of this evaluation, there is evidence to reasonably suggest a product malfunction occurred; however, no systemic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reports that on (B)(6) 2017, they heard a loud "bang" and observed a visible cloud of what was later identified as smoke coming from the cooler unit of the aps tube storage module. A very pungent odor was also noticeable. The temperature of the cooler unit rose to 13.1 degrees celsius. There were no injuries reported and no damage to the surrounding lab environment. The unit began operating correctly later in the day and remained so. A non-abbott service technician visited the customer site and determined that a capacitor (70 uf) had blown in the cooling unit. The capacitor was replaced. The unit is functioning as expected. This was a singular event with no impact to assay results or sample identification. There is no impact to patient management reported.